Manufacturer narrative:
Visual inspection and dimensional testing were performed on the returned device. The reported material separation was confirmed. The reported difficult to remove was not confirmed as it cannot be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove include, but are not limited to, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported difficulty and likely led to the reported tip separation and observed damages to the guide wire, as it was reported that the guide wire was used to attempt and advanced through an occluded vessel. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior and left posterior tibial arteries via left femoral access. The non-abbott guiding catheter was in place in the left posterior tibial and the command 14 guide wire was curled and pushed through the occluded vessel; however, no resistance was reported. As the wire was pulled back through the occlusion, the tip became stuck in the occlusion, separated and remained in the occlusion. No attempt was made to retrieve the separated piece. The patient is doing well and there is no concern that the fragment will move. No additional information was provided.